Event description:
It was reported that the patient received inappropriate therapy for an episode of t-wave oversensing (twos), which the implantable cardioverter defibrillator (ICD) device classified as ventricular fibrillation (vf). Reprogramming was performed to extend ventricular pace blanking and decrease sensitivity. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).